Event description:
On (B)(6) 2019 an i.v. Station device mislabeled a syringe preparation. The syringe of vancomicin was labeled as ampicillin. All information on the label was incorrect, as the label was intended for a different drug preparation for a different patient. The mislabeled preparation was identified and discarded, and as such there is no adverse patient effect. The device was removed from service pending investigation. However, if this preparation were used, it could result in serious injury and/or death.